Event description:
Gelantinous substance on lens[device failure, defect] lens implant removed[lens implant removal] case description: spontaneous device report, (2002102219 us): a physician reported that an 81 year old male pt had a ceeon lens, model 913a/23.50 diopter implanted on 3/27/2002. On 4/18/2002 the lens was removed due to a gelantinous substance on the lens and was explanted in a secondary surgical procedure. The lens has been returned to pharmacia for eval. No other info was provided on initial contact. On 5/2/2002 a report was received from quality assurance. No lens was returned for eval so batch records were reviewed and showed no deviations. No similar events have been reported from this lot number. Case comment: the report does not provide details of the surgical procedure, the irrigation fluids and other medications used during cataract surgery, and whether there were any complication during surgery that might have contributed to the reported events. This info is needed for a proper assessment of the causality. Follow-up info has been requested. Gelantinous substance on lens and lens implant removal are events not listed in the core data sheet for ceeon lenses. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor, MFR, or product caused or contributed to the event.

Event description:
Gelatinous substance on lens [device failure, defect]. Lens implant removed [lens implant removal] case description: spontaneous device report, (2002102219us): a phsician reported that pt had a ceeon lens, model 913a/23.50 diopter implanted in 2002. The following month the lens was removed due to a gelatinous substance on the lens and was explanted in a secondary surgical procedure. The lens has been returned to pharmacia for eval. No other info was provided on initial contact. On may 2002, a report was rec'd from quality assurance. No lens was returned for eval so batch records were reviewed and showed no deviations. No similar events have been reported from this lot number. Case comment: the report does not provide details of the surgical procedure, the irrigation fluids and other medications used during cataract surgery, and whether there were any complication during surgery that might have contributed to the reported events. This info is needed for a proper assessment of the causality. Follow-up info has been requested. Gelatinous substance on lens and implant removal are events not listed in the core data sheet for ceeon lenses.